Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 38 motor stall events that persisted after multiple restarts, rewinding, and priming, and a replacement device was shipped while the original device remained in use. Symptoms included no reported changes to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.